Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose levels ranging from 300 to 500 mg/dl with small ketones. The suspected cause was unknown. The customer administered manual injections and a correction bolus via the pump. As the customer did not contact tandem technical support at the time of the events, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.